Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported the insulin pump kept alarming when he was trying to load a new reserve. Troubleshooting was performed. Customer's blood glucose was 198 mg/dl. Customer was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm. The customer stated the drive support cap appears normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.